Event description:
It was reported two extension carrier tips fractured causing the extensions to be pulled out with excessive force. Another kit was opened and two new extensions were used. No patient symptoms were reported. Refer to medwatch reports 2182207200801193 and 2182207200801192

Manufacturer narrative:
The carrier is broken in the middle of the inner carrier. The distal end of the inner carrier is stretched. There are suspected tool marks around the outer carrier. The proximal end of the shaft is bent and slightly stretched. The shaft diameter is 0.100". As a result of an internal audit, this report is being submitted.